Event description:
The user alleged that while using the sys there was an inaccuracy issue. The user reported that they rec'd visual verification that showed the lg was on the main corina (video view) however, the sys's 3d view showed that the lg was on one of the upper corinas. The procedure was completed, however, no diagnosis could be made. There was no harm or injury to the pt. Investigation of this report determined that the initial installation of the sys was changed. A support was inadvertently broken and the site used linens in the place of the support. The user manual has a caution, listed in three places, against making any changes to the initial set-up of the sys in order to assure location accuracy. The broken support was replaced and this resolved the reported problem. There have been no add'l reports of accuracy issues.